Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer experienced high blood glucose. Customer stated that the insulin pump passed self test. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer reported hyperglycemia (under delivery). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 100=bolus not delivered alert occurred at (B)(6) 2021 09:16, (B)(6) 2021 15:53, and (B)(6) 2021 17:31. The adapt tool also confirms the following unusual pump errors: pump error 63 (variableinfo = 3) occurred at (B)(6) 2021 12:56. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of hyperglycemia (under delivery) was not confirmed during testing. The pump error 63 is due to a broken trace at u1 pin 6. (B)(4). The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.